Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d181031-1). Return and retained strips (lot#: d181031-1) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), respectively, and results were shown below. Only 2 remaining strips had been returned from the client. 2.1 return meter w/ return strips: 70 (level low) and 381 (level high), 2.2 return meter w/ retained strips: 80/79 (level low) and 279/283 (level high), 2.3 retained meter w/ retained strips: 79/81 (level low) and 280/274 (level high), 3. Desiccants of retained strips from okb's warehouse were still functional (orange color), and testing results above met the acceptance criteria (level low: 35~85; level high: 210 ~320). However, desiccants of return strips from the client were ineffective (green color), and testing results above were failed. Abnormal high results were obtained because strips have got damp. Warning information regarding close the vial lid of strips immediately was disclosed in user's manual, strip box and labeling, vial label and outside surface of the lid of strip bottle. Therefore, user's improper operation and preservation mostly caused the malfunction of the device.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 3:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 297mg/dl. She stated that she then took her insulin based off that result. The end-user stated that her husband found her unconscious in her dining room. The end-user stated that her husband tested her blood glucose with his meter and received a result of 37mg/dl. She stated that her husband called paramedics. She doesn't know how long it took for paramedics to arrive and she does not recall if any medication was given while waiting for paramedics. When paramedics arrived, they gave her glucagon and transported her to (B)(6). She does not know what her blood glucose was when she got to the hospital. End-user does not know what tests were performed at the hospital only that blood was drawn. She stated that she was at the hospital for 8 hours and was discharged with a blood glucose that was around 160-170mg/dl no additional information was provided.